Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the video connector socket of the device and the power switch of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, no detection of the 190 series endoscope occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. 9 years have passed since the manufacture date of the device. No detection of the 190 series endoscope occurred temporarily since the video connector socket was broken due to aging degradation. The subject device was manufactured before the design change was applied to the power switch. It surmised the power switch was damaged (did not work) because the operating force applied to the power switch and the number of times exceeded the original assumption.